Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hardware error code on (B)(6) 2014. No injuries or medical intervention were reported. Dexcom technical support advised patient to reset the device on (B)(6)2014 and it was successful.

Manufacturer narrative:
(B)(4).